Event description:
This rv lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2017 due to an unknown product performance is??ue. The physician was dr. (B)(6) at (B)(6) medical center - north iowa in mason city, ia. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).